Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that the 4-40 stud ws broke on the handpiece during use. No patient consequence was reported. No other information was provided.